Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up and no system anomalies were noted. The following day, the patient expired. There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.